Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that a visible, external blood leak occurred during treatment. The dialyzer cap was noted to be chipped, and the blood could be seen leaking from a crack in the cap. The machine did not alarm. The blood flow rate was 500; the dialysate flow rate was 800. The estimated blood loss was 300 ml. No adverse effects were felt by the pt. The sample was discarded.